Manufacturer narrative:
Beckman coulter customer support provided assistance to the customer. The failure mode was identified as a calibration issue. The customer did not enter the correct calibration set-points, thus affecting subsequent quality controls and patient results. The correct calibration set-points were entered and the slope check parameter was set to + instead 0 which resolved the issue. There is no evidence of a system malfunction. Patient information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneous d-dimer results from their dxc 700 au clinical chemistry analyser. The customer reported one (1) patient had additional testing completed due to the erroneous d-dimer result. The customer is unsure of the impact to the other patient due to the erroneous d-dimer result. It was stated that both patients had a blood re-draw. The customer did not provide patient demographics. The customer provided data for four (4) patient samples.